Event description:
The technician alleged the brake assembly is not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer spacer, brake steer caster and brake caster to resolve the issue.